Event description:
It was reported that the customer had high blood glucose and went to the emergency room for treatment. Troubleshooting was performed for infusion sets and proper treatment of high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.